Event description:
It was reported that an fissure has been revealed during the flushing of the main way of the catheter which results in the removal of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huwe1367 showed no other similar product complaint(s) from this lot number.